Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had an 8300 error 500.5040. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed npi 8300 error 500.5040. Technical support: 1. Connect 8015 to system maintenance. 2. Start the appropriate flash task for the module. 3. When prompted "next" on asm, click on next and within 3 seconds attach module. If it took to long to connect module, user will get a timeout error and will have to restart the process. 4. When connected, they may change the serial number if needed. Click "update" just to change serial number or click "flash" to update software on module. 5. When flashing is complete click on "finish" step through process flashing software on etco2 module to 9.33 software was successfully upgraded. A review of the device history record for (B)(6) was performed from date of manufacture 03/08/2010 to the present date 01/25/2021 and note that this device has been returned for service once without correlation to the customer reported issue. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: 1. Connect 8015 to system maintenance. 2. Start the appropriate flash task for the module. 3. When prompted "next" on asm, click on next and within 3 seconds attach module. If it took to long to connect module, user will get a timeout error and will have to restart the process. 4. When connected, they may change the serial number if needed. Click "update" just to change serial number or click "flash" to update software on module. 5. When flashing is complete click on "finish" step through process flashing software on etco2 module to 9.33 software was successfully upgraded. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device had an 8300 error 500.5040. There was no patient involvement.